Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that insulin pump alarmed for insert new battery and insulin pump did not gave him an alarm or warning that he needs to change the battery. Customer¿s blood glucose was 84 mg/dl. Insulin pump will not be returned for analysis.